Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the left breast from the lifevest. Patient described the area as having indentations, redness, and peeling skin. Field services remeasured the patient and confirmed the patient is wearing the correct size garment, however, the patient's nurse requested that the patient receive larger garments to help with the skin irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation improved.